Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous right forearm. This 6.0 x 40/40 (4f) sterling otw balloon catheter was selected and ruptured upon the 2nd inflation at 10atms. The device was removed from the patient intact. The procedure was continued with another sterling otw balloon catheter. No patient complications were reported and the patient's status is good.